Manufacturer narrative:
Date sent to the FDA: 07/19/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the physician performed a pelvic floor repair on an otherwise relatively healthy elderly in 2007. The patient presented at her three to four week post-operative visit with complaints of copious yellow-green discharge. On exam, the entire anterior vaginal wall was opened and the entire anterior pelvic floor mesh was exposed. The patient was prescribed metronidazole cream every morning and estrace cream ever evening. After one week, there was still just as large an erosion, so the patient was brought back to the operating room to excise the mesh.